Event description:
When pulling negative prior to inflation/deployment of stent, the physician and tech noticed an abnormal amount of air and didn't want to proceed with using the device. There was no pt injury. Additional procedural details are provided under block h10.

Manufacturer narrative:
This pt was admitted for elective cardiac catheterization for further evaluation of resting angina, dyspnea and fatigue. Coronary angiography revealed 2 lesions. Guide catheter was a 6fr xb 3.5 and the guide wires used were scimed luge .014 300cm x 2. Lesion 1 is a de novo, class b2, proximal lesion of the first obtuse marginal (om1). This lesion is 10-20mm in length with 80% stenosis. The lesion was pre-dilated with a voyager otw balloon (2.5 x 12 mm) at 8 atms for 30 seconds. A cypher 2.5 x 18mm was advanced towards the lesion. However, as noted in the complaint, an abnormal amount of air was noted when pulling negative and the physician removed the device. The treatment of this lesion was completed with a taxus express 2 otw (2.5 x 20mm) deployed at 14 atms. Residual stenosis was 0%. Timi post-procedure was 3. Lesion 2 is a de novo, class b2 lesion of the proximal circumflex artery (cx). This lesion is 10-20mm in length with 60% stenosis. The lesion was pre-dilated with a maverick otw balloon (3.0 x 15mm) at 6 atms x 2 for 35 seconds. A taxus express 2 otw (3.0 x 16mm) was successfully deployed at 14 atms. Residual stenosis was 0%. Timi post-procedure was 3. There were no procedural complications. The product has not been returned for analysis.